Manufacturer narrative:
Evaluation summary: the alleged complaint refers to a fractured ceramic head. Sufficient pt info (i.e. Activity level, weight, body type, etc) devices, and/or x-rays were not provided for review. Via the online "hip product compatibility" charts, the combination of a mayo hip stem and zirconia ceramic head are not a "zimmer approved combination". It is probable that this product combination was not tested, or that such essential engineering details as dimensional tolerances would otherwise prove to be a problem. There was no info regarding the current activity (i.e. Subjected force on implant) that was being performed at the exact time of product failure. No product was returned. Review of the device history records did not find any deviations or anomalies. It is not suspected that the product failed to meet specifications. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the investigation, the need for corrective action is not indicated. Should add'l substantive info be received, the complaint will be reopened. Zimmer considers this investigation closed.

Event description:
It is reported that the device was implanted in 1999 and revised in 2008, due to a fractured ceramic head on ER x-ray. He did not touch the cup or liner.